Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) exhibited oversensing of electromagnetic interference (emi) resulted in false tachycardia episodes. Patient status was not provided.